Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during prime/fill process. The customer repeated the process, and the alarm reoccurred. The customer's blood glucose was unknown. Nothing further was reported.